Event description:
The pt's husband reports his wife's pump went dry for over 8 months after the pt suffered brain injury from a stroke and was non-communicative. It is unknown if the pt suffered withdrawal. The drug used in the pump is baclofen. Additional info has been requested from the hcp, but was not available on the date of this report.